Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were inside the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. The device was bloody. Based upon the received condition of the device, the reported complaint "seal would not load properly" was confirmed, however, it could not be confirmed that the seal was "crooked when it was opened" since the device was used. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal would not load properly. The tension spring and seal remained in the loader. Seal was crooked when it was opened, therefore, it would not load. When it was pulled out, the spring and the seal remained in the loader. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.